Event description:
It was reported that balloon detachment occurred. The 82% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 1.20mm x 8mm emerge push balloon catheter was advanced for pre-dilation. The device failed to cross the lesion and was detached outside the patient's body. A 4.50 x 12mm synergy megatron drug-eluting stent failed due to contamination and the stent dislodged outside of the patient's body. Another of same device was used to complete the procedure. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge push balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device presented no damage or irregularities. Product analysis could not confirm the reported events as the clinical circumstances could not be replicated and there was no damage to the device.

Event description:
It was reported that balloon detachment occurred. The 82% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 1.20mm x 8mm emerge push balloon catheter was advanced for pre-dilation. The device failed to cross the lesion and was detached outside the patient's body. A 4.50 x 12mm synergy megatron drug-eluting stent failed due to contamination and the stent dislodged outside of the patient's body. Another of same device was used to complete the procedure. No patient complications were reported, and the patient condition was stable.